Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A materials specialist reported that three months following an intraocular lens (iol) implant procedure, iol was exchanged for the same model lens, one diopter difference in power. Additional information has been requested.